Event description:
It was reported that during a colonoscopy procedure for treatment, the tip of the injection gold probe fell off in the pt. The tip was removed with forceps and another unit was used to complete the procedure. The procedure outcome was reported as successful and the pt's condition was reported as fine.